Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed several errors, including battery out limit, failed battery test, and no delivery. The blood glucose reading at the time of the call was 212 mg/dl. The customer reported high blood glucose events the month prior, with readings on various occasions of 160 mg/dl, 402 mg/dl, 440 mg/dl, 460 mg/dl, and 560 mg/dl. She noted that she had had issues with infusion sets breaking and that the no delivery alarms occurred when no insulin was being delivered. She reported that when she had high blood glucose, she would treat, then run low. She stated that she had received a battery out limit, and while she was changing the battery, the insulin pump alarmed failed battery test immediately after. Upon troubleshoot, the insulin pump did not alarm failed battery test. Advised the customer to monitor and that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.